Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No evaluation has been performed as the resolution was confirmed on-site. No parts were returned to the manufacturer for evaluation. Issue resolved after reboot.

Event description:
A medtronic representative reported that while in a spinal fusion case, the trajectory 1 view was black on the navigation system. The system was rebooted and the issue was resolved. The case was completed with the use of navigation. There was no delay to the procedure and no impact on patient outcome.